Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in settings mode. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 at 12:00pm. The patient manages her diabetes with oral medication, diet and exercise and skipped her usual dose of metformin 500mg pills on (B)(6). The patient reported that 8 to 10 hours after the issue occurred she developed symptoms of"blurred vision and headache" however denied receiving any treatment. During troubleshooting the cca noted that the issue was resolved when the patient was educated about testing procedure. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hyperglycemic event after the alleged issue occurred.